Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ contained foreign matter described as "oily and gelatinous". No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak syringe luer-lok contained foreign matter described as "oily and gelatinous". No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR, maintenance records and quality notification records were analyzed and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible observe foreign matter (silicone) visible. The potential cause for the problem is failure at syringe lubricant system at assembly machine. The defect identified by this complaint will be monitored to trend analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.